Event description:
It was reported that the patient would get weird feelings when going through a (B)(6) security. The patient got uncomfortable and it made the patient felt like they would throw up. The healthcare provider (hcp) didn¿t know if the patient turned it off and the hcp hadn¿t asked the patient anymore questions around that. There was no further information on that situation. There was not a 50% or greater symptom reduction. The patient noted that walking through the security detecting devices at (B)(6), the patient felt a ¿power surge through their body¿ as if they grabbed an electric fence, causing the patient¿s legs to feel weak and they would become nauseous. No troubleshooting was done. It was reported that it subsided within a few minutes and the patient kept the new program set at ¿low¿ all of the time. Actions were not taken to resolve the issue. The event cause was not determined and it was unknown if it was device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 7 495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3888-28, lot# l64805, implanted: (B)(6) 1999, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient was experiencing shocking every time they went through security doors. They stated it would happen three different times. They get shocked and then 15 minutes later they still feel their nerves jumping. The patient stated they had not notified their healthcare professional (hcp) because they seemed to be doing ok. They lost their patient programmer (pp) due to a tornado and needed to get a replacement to see if adjusting stimulation or turning it off would help. The patient was redirected to an hcp if the pp did not resolve the issue. No further patient complications were reported as a result of this event.